Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the superficial femoral artery and popliteal. Power pulse was performed with around 30 ml tissue plasminogen activator (tpa) with 15 minute dwell time. Then aspiration was initiated. After a few pump strokes, an error message to "check saline supply" displayed. Another angiojet® solent¿ omni catheter was selected; however the device would not prime. They attempted to reset and shutdown the console. A second console was obtained without successful establishment of catheter function. The procedure was successfully completed with another catheter. There were no patient complications and the patient condition was noted as stable.